Manufacturer narrative:
An evaluation of the suspect device cannot be performed. The implant remains securely anchored within the patients l5/s1 vertebral body. A review of the device history records revealed no irregularities. Lot 658998 was properly manufactured and released according to design specifications. Instructions for use ((B)(4)); the alphatec solus anterior lumbar interbody fusion (alif) system is an intervertebral body fixation system consisting of implants with various heights and lordosis to accommodate individual patient pathology. System implants are manufactured from implant grade polyetheretherketone ((B)(4)), titanium ((B)(4)) anchoring blades and tantalum radiographic markers. The alphatec solus implant is intended for use with supplemental spinal fixation. Specifically, the alphatec solus implant is to be used with the alphatec's zodiac® spinal fixation system, aspida[?] Anterior lumbar plating system, illico® mis posterior fixation system, illico® fs facet fixation system, or the bridgepoint[?] Spinous process fixation system. Warnings: implant blades must be fully deployed into both vertebrae when implanted. Precautions: bone density, quality, and/or stability may have adverse affects on the anchoring blades ability to be deployed or maintain purchase with the bone.

Event description:
During a one level alif (anterior lumber interbody fusion) procedure performed on (B)(6) 2014, the distal blade of a 12mm solus spacer could not be deployed within the patient's l5/s1 endplates. The spacer remains confined within the disk space via supplemental fixation and one deployed blade.